Event description:
It was reported that the device was explanted after implant duration of zero days, due to a "hole underneath annulus with acute hemorrhage". Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
"Hole underneath annulus with acute hemorrhage". Device not returned.